Event description:
Same case as MDR ID # 2134265-2014-04554. It was reported that the imaging catheter got stuck in stent. The 90% stenosed, 25-30mm in length target lesion was located in the moderately calcified, mildly tortuous and 2.5mm in diameter proximal end of mid left anterior descending artery. A 24mm x 2.50mm promus premier¿ stent was advanced and deployed in the lesion. Then post intravascular ultrasound was performed using an opticross¿ imaging catheter however the device became stuck with the distal edge of the recently implanted stent. This issue was resolved by advancing an unspecified microcatheter over an unspecified guide wire. The stent remained well apposed to the vessel wall however it was noted that the distal edge of the stent was shortened from the distal to proximal side about 2-3mm. It was also noted that there were clots inside the implanted stent so a non bsc stent was deployed overlapping the deformed portion of the stent. The procedure was completed with a different device.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Manufacturer narrative:
Patient identifier, age at time of event, age at time of event (unit), describe event or problem, relevant tests/lab data, other relevant history updated. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR ID # 2134265-2014-04554. It was further reported that the lesion was predilated using an unspecified balloon catheter then the 24mm x 2.50mm promus premier stent was deployed in the target lesion at 10 atmospheres for 20 seconds. Post dilation was performed using the stent delivery system of the device. Residual stenosis post stenting was 0%. When the opticross imaging catheter became stuck in the distal edge of the 24mm x 2.50mm promus premier stent, it took about 15 minutes to resolve the issue and this caused the thrombus to form inside the promus premier stent. It was also suspected that thrombosis was due to stent deformation and the implantation manner of the stent. The first diagonal artery was jailed and an unspecified guide wire was advanced to the branch vessel. An intra-aortic balloon pump (iabp) was deployed and aspiration of the thrombus was performed. The patient's status was stable and was recovering.